Event description:
It was reported " the memobag was introduced through the trocar located at the navel like any other laparoscopic cholecystectomy. The gallbladder was placed inside the bag and during the slow extraction, the bottom of the bag tore inside the patient: the gallbladder fell into the stomach. Another memobag had to be used next". Additional information states that no pieces of the device remained in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4) the sample was returned to the manufacturer. The manufacturer reported: "customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. The defective device was returned for examination. Reported defect can be confirmed. One hole I rupture was found in the bottom part of memobag. The defect was caused by use of excessive force within bag retrieval. Due to this the foil got stretched which led to the rupture of the bag. Remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective I preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the memobag was introduced through the trocar located at the navel like any other laparoscopic cholecystectomy. The gallbladder was placed inside the bag and during the slow extraction, the bottom of the bag tore inside the patient: the gallbladder fell into the stomach. Another memobag had to be used next". Additional information states that no pieces of the device remained in the patient.